Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) display backlight was not working. It was also indicated that the case and keypad were damaged and that multiple wires were pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display backlight was not working. The epg was returned for service. There was no patient involvement.